Manufacturer narrative:
Evaluation revealed the tibial comp, single coated us version, large, the revision sliding core 14 mm and the talar comp, single coated us vers medium, right to be the subject products. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The explanted polyethylene sliding core and both metal components showed normal traces of use (like slight scratches), but no signs of abrasion, damage or breakage. Progress notes from the follow up examination from (B)(6) 2015 stated that the fibula of the patient is fractured. Furthermore it indicated that ¿the tibial component is probably unstable¿ and that ¿her screw is broken in the lateral malleolus¿. Reasons for bone breakage can be various (e.g. But not limited to: week bones, fall, etc.). In this case the surgeon gave no further indication what may have caused the fracture of the fibula resulting in a potential instability of the tibial component. The attending physician decided to revise the patient. The star ankle implants were removed and replaced by in-bone. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. Potential device loosening was considered in the risk analysis. The risk of bone fracture is pointed out in the IFU. Based on the above information and referring to that no deviation was found during investigation, the event was not linked to a deficiency of the devices, but was rather patient related. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause.

Event description:
Converting star to an in-bone on 9-11-15. Surgeons progress notes indicated that the patient came in for reevaluation of her ankle. She states that she had been doing well until recently. Her x rays show that her fibula is fractured. The tibial component is probably unstable. Her screw is broken in the lateral malleolus. We are going to need to revise this just based on the talar side. I think I will need to use an in-bone based on the tibial side. Patient will need to be revised to an in-bone.

Manufacturer narrative:
(B)(4). Unknown star mobile bearing. Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned for evaluation.

Event description:
Converting star to an in-bone on (B)(6) 2015. Surgeons progress notes indicated that the patient came in for reevaluation of her ankle. She states that she had been doing well until recently. Her x rays show that her fibula is fractured. The tibial component is probably unstable. Her screw is broken in the lateral malleolus. We are going to need to revise this just based on the talar side. I think I will need to use an in-bone based on the tibial side. Patient will need to be revised to an in-bone.

Event description:
Converting star to an in-bone on 9-11-2015. Surgeons progress notes indicated that the patient came in for reevaluation of her ankle. She states that she had been doing well until recently. Her x rays show that her fibula is fractured. The tibial component is probably unstable. Her screw is broken in the lateral malleolus. We are going to need to revise this just based on the talar side. I think I will need to use an in-bone based on the tibial side. Patient will need to be revised to an in-bone.